Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The following sections are being updated based on additional information included in the user facility report submitted to the FDA: section e. Box 4. Initial reporter also sent report to FDA; section g. Box 3. Report source.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and stent retriever. During the procedure, the physician completed one pass in the target vessel using the jet7, followed by a second pass using both the jet7 and stent retriever. Subsequently, the physician pulled the jet7 through the neuron max to remove the jet7 and experienced difficulty. It was reported that the stent retriever was not pulled into the jet7. Upon removal of the jet7, the physician noticed the distal tip of the jet7 had broken off. Therefore, the neuron max containing the broken distal tip was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.